Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker's right ventricular (rv) lead exhibited loss of capture (loc) with no back up pacing despite auto threshold programmed on. A request was made to have data from this device analyzed. Data analysis showed the threshold appeared high and likely capture was compromised. Technical consultant recommended to further follow up with the physician. Attempts to obtain additional information regarding the event resolution were unsuccessful. At this time, the lead remains in service. No adverse patient effects were reported.